Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The probe was then functionally tested for actuation and aspiration. The sample was found to be nonconforming for actuation and aspiration. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gauge marks were observed at bend area and other areas along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path and resistance was felt. The sample was retested with a syringe and resistance was still felt. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuation. The needle holder / retainer assembly was then disassembled and components inspected. No foreign material was observed in the needle holder and o-ring in the needle holder, as well as in the extension. The foreign material removed from the aspiration path was analyzed using fourier transform infrared (ft-ir) analysis and appear to be protein. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the probe had an aspiration failure. The cause of the aspiration failure is due to foreign material in the aspiration path. The particle analysis found the foreign material to best match protein. Protein is not a material that is used in the probe manufacturing process or in the packaging process of the probe. How and when the protein was introduced into the aspiration path cannot be determined from this evaluation and a root cause cannot be identified for the complaint as described by the customer. However, the foreign material is most likely surgical material from the surgical use of the probe and was found within the probe after use of the probe. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probe had no aspiration and could not aspirate the vitreous body normally during vitrectomy surgery. The infusion function and cutting performance was normal. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.